Event description:
It was reported that during an elective device upgrade, the physician elected to explant the rv lead in order to gain access, since the patient was completely occluded. During the procedure, the svc was torn and the patient expired. Further information received notes that a laser sheath was advanced to the svc junction. The lead was successfully extracted. After laser sheath removal, the patients blood pressure dropped, possible hemothorax was noted on fluoroscopy. The patient was placed on bypass and an emergent thoracotomy was performed. The procedure was complicated by severe coagulopathy. Despite all efforts, the patient expired during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.